Manufacturer narrative:
Device was not evaluated due to the sample was not returned for investigation. (B)(4).

Event description:
The device have worked for 2,5 days when 3 indicators switched on. It is written in the instruction that this mode indicates that the pump burned off. The procedure was delayed and it was resumed as soon as a new device was purchased.